Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. Upon further inspection, it was discovered that the power supply needed an upgrade and was replaced. There was also a visible crack on the right-side panel. The report of the overheating could not be duplicated, and unit has passed all service and repair testing. Root cause analysis: the reported complaint could not be confirmed. The issue of this 00mlx unit overheating could be due to rough handling/environmental damage.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was overheating. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.